Manufacturer narrative:
The manufacturer. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Physio-control evaluated the device and observed that the digital pcb assembly caused the device not to complete a boot cycle. Physio-control then removed and evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an electrical short that caused the digital pcb assembly to draw an excessive off current. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device, after installation of a new battery, showed a service wrench icon and an empty battery icon in the readiness display. The on/off button and shock were blinking, and an alarm sound was also heard. Upon evaluation of the device, physio-control observed that the device would not complete its boot cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.